Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, organ perforation and recurrence. No additional information was provided. (B)(4) - urinary problems; bowel problems; undefined recurrence.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with abdominal sacral colpopexy, cystoscopy with bilateral ureteral stent, and halban culdoplasty due to cystocele, rectocele and incontinence. Following insertion, the patient experienced pain, erosion of her internal tissues, infection, urinary problems, bowel problems, organ perforation, recurrence, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.